Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test and self test. The device was monitored for twenty four hours and no error alarms noted during testing. The unit functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed failed self test. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.